Event description:
Dentist contacted ami and stated that the tap I hook broke while the appliance was in use. There was no harm to the patient.

Manufacturer narrative:
Ami has repaired the appliance and replaced the hook. (B)(4).